Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient without any problem and a pinhole was noted. The procedure not completed due to same device unavailable. No patient complications nor injuries were reported and the patient status was good.